Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full delivery system was returned and analyzed. The analysis indicated that the lumen of the delivery system was torn. The articulation of the delivery system was out of plane. The articulation curve of the delivery system did not meet specification. The delivery system inner shaft was mechanically kinked/bent. Blood was observed on the outer shaft of the delivery system. Blood was observed on the device cup of the delivery system. Blood was observed on the recapture cone of the delivery system. The analyst noted the full delivery system was returned with the device intact in the device cup. The inner shaft is kinked at 1.5 cm from the distal end of the recapture cone. There is blood on the outer shaft located at the distal end of the stability member. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: brand name: micra, model#: mc1vr1-delsys, expiration date: 28-apr-2020, serial#: (B)(4), UDI #: (B)(4). Device availabe for evaluation? Yes. Return date: 13-jan-2020. Device eval by MFR? No. Device evaluation anticipated, but not yet begun. Dev rtn to MFR? Yes. Mfg date: 03-dec-2018. Labeled as single use? Yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implantation procedure the leadless implantable pulse generator (ipg) exhibited varying and high thresholds. It was also reported that the ipg was not "handling" as it should. The ipg was removed and replaced. No patient complications have been reported as a result of this event.